Manufacturer narrative:
It was reported that an olive wire broke during surgery resulting in the tip being implanted in the patient's bone. Review of radiographic evidence was inconclusive as to the likely cause. The device history records for the device were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The UDI referenced is for the sterile kit, sk30, that the product is distributed within. The device was returned to the manufacturer for evaluation and it was confirmed to have the tip broken off right before the threading meets the shaft of the device. The most likely cause cannot be determined based on the available information; however it is possible the technique utilized applied additional bending forces to the device or it was driven into another device which resulted in its breakage. Review of radiographic evidence was inconclusive as to the likely cause. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of an olive wire broke off during a bunion procedure on (B)(6) 2021 resulting in the tip being retained in the patient's bone. A backup device was available to successfully complete the case without further incident. No additional patient outcomes were reported as a result of this event.